Event description:
Customer's husband reported hospitalization due to diabetes ketoacidosis. Caller stated that customer did not have insulin and insulin pump supplies. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.